Event description:
A customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to try various troubleshooting steps, including checking the power source and restarting the pump. Initially, the pump did not respond, but eventually, the screen displayed a welcome message after further instructions. It was noted that the battery was over 20% and a malfunction similar to a previous issue was confirmed. No additional information regarding further corrective actions was reported, as the pump powered back on and the customer could continue with the necessary setup.